Manufacturer narrative:
Analysis of historical records. Orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. (B)(4). According to orthofix (B)(4) historical records, this is the first breakage notified from this specific device code. Technical evaluation: the technical evaluation on the returned screw is currently ongoing. Clinical evaluation: the information available on the case was sent to our medical evaluator. A preliminary clinical evaluation was performed and will be finalized once the results of the technical evaluation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the distributor indicates: hospital name: (B)(6) hospital, surgeon name: dr (B)(6), date of surgery on: (B)(6) 2012. The operation was lengthening in the tibia bone by hemicallotasis device kit on (B)(6) 2012. The lengthening started on (B)(6), lengthening speed was 1 mm a day. A few months later, the doctor checked the lengthening progress. At that time, he confirmed the patient condition was getting better and removed one screw both from the distal and proximal side (total two screws). A few days later, when the doctor checked the x-ray, he found that a screw was broken at the proximal and anterior side. Currently, the tip of the broken screw was left in tibia bone of patient. The date of the two screws removal was between (B)(6) 2012. The screw breakage was detected by the x-ray taken on (B)(6) 2012. A revision surgery will be performed on (B)(6) 2013 to remove the tip of the broken screw. (B)(4).